Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu pcb assembly was identified as being intermittently functional and requiring replacement. This component is no longer available as this device is at eol. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.